Manufacturer narrative:
A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. One (1) photo was provided by the customer which showed two (2) plunger rods and syringe barrels. Both plunger rods have ribs which have pieces broken out of them. Plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute causing damage to the ribs and breakage.

Event description:
It was reported that bd luer-lok¿ syringe was damaged. This occurred on 118 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no: 301031. Batch no: 8297814 and 8297817. It was reported that during the kitting process the plunger rods were found to be damaged on 118 syringes. Event description per customer's attached email states, "xxx, we had to sort lot number 270478 on the above part- see pictures. I have ten samples if you¿d like me to send them to you? We had 118 in this condition, but during the sort they tossed out. No credit due- but wanted you to be aware of this issue. Ncr 190156. Found while kitting in the manufacturing area, so sorted the remainder of this lot. Did not notice during our sampling upon arrival.""

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8297814, medical device expiration date: 2023-09-30, device manufacture date: 2018-10-24. Medical device lot #: 8297817, medical device expiration date: 2023-09-30, device manufacture date: 2018-10-24. Initial reporter email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe was damaged. This occurred on 118 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no: 301031 batch no: 8297814 and 8297817 it was reported that during the kitting process the plunger rods were found to be damaged on 118 syringes. Event description per customer's attached email states, "xxx, we had to sort lot number 270478 on the above part- see pictures. I have ten samples if you¿d like me to send them to you? We had 118 in this condition, but during the sort, they tossed out. No credit due- but wanted you to be aware of this issue. (B)(4). Found while kitting in the manufacturing area, so sorted the remainder of this lot. Did not notice during our sampling upon arrival."